Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 10 unused physical samples submitted for evaluation. The reported issue of catheter defective / damaged was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that no damage was observed in the catheter when evaluated under magnification. The samples were also evaluated by liquid flow test where all samples presented correct flow through the device. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in catheter adapter / connector / hub - cracked / broken faulty blue 24g cannula had a crack in the base of the catheter needle, but could only be seen as I was withdrawing the safety needle as the blood came out of the side what is your desired outcome?: return for exchange.